Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she wasn't sure if the missing piece in the battery compartment was contributing to the insulin pump alarming off no power and failed battery test. She noticed the damage when the alarms occurred. Customer's blood glucose was 271 mg/dl, she treated with manual injection as the device wasn't working properly. No troubleshooting was performed for the alarms only for the damage. Customer stated the plastic around the battery compartment was missing and it's likely the device was drop. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation and no blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms were noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corners and a missing end cap sticker.